Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 546mg/dl. The customer stated that she was vomiting and had ketones. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found multiple no delivery and low reservoir alarms. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. During the call, it was noted that the customer wears the infusion set for more than four days. Advised the customer to change the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.